Event description:
A patient reported having a system error 2240 alarm (indicating air in the set) on the homechoice machine on (B)(6) 2010. The cause of the alarm was undetermined. The hp discarded the setup and started over with new supplies, continuing therapy with no further issues. The lot number was h10f29053 and a companion sample was available and requested. There was no patient injury or medical intervention associated with this event. The patient was advised to contact the nurse regarding the alarms and contact global technical services (gts) with any additional issues. Proper procedures per the user manual have been reviewed with the caller regarding a se 2240 alarm with an undetermined cause.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon tried to squeeze the device and the clips would not form on the tissue. This happened about 6 to 8 times. The clips fell off the tissue and a grasper was used to remove the clips. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Product surveillance spoke with home patient (hp) on (B)(6) 2010 to follow up on sample status. The hp apologized that he discarded all of the samples. No sample was available for evaluation. This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A companion sample was available and requested. A follow-up report will be submitted upon evaluation completion or if additional information becomes available.